Event description:
The customer reported the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator iris potentiometer and reloaded software. The system operates as intended.